Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign ¿ canada. Journal citation: madanipour, s., neufeld, m.e., robinson, t., et al. (2025). Cup-cage reconstruction for pelvic discontinuity: encouraging long-term survival. Journal of arthroplasty 40(9), s423-s427. Https://doi.org/10.1016/j.arth.2025.01.025. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient experienced failure of the cup/cage construct secured with screws. Radiologic review identified aseptic loosening with cup migration/abduction. Operative treatment declined. Attempts have been made and no further information has been provided.